Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Hip revision. X-ray displayed irregular angle of head on trunnion. Once joint opened, stem trunnion noticed to be worn on underside.